Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted a power handle error on the screen of the handle. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. The power pack software uses fpga (field programmable gate array) for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The evaluation detected an unreported condition: analysis of the system logs showed evidence of a memory verification failure. The most likely cause for the additional condition is traced to handle software. The signia power handle software creates a known memory pattern in the form of many large arrays at the time of device initialization. At any point during the device use when the device operating system is idling, the signia handle performs a series of self-tests. One of the tests is a memory fence test, during the memory fence test the device compares the memory pattern to the known memory pattern generated at initialization. If the patterns do not match a memory fence error occurs preventing further device utilization as reported. The events have foreseen risk and are included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on charger, the handle of the device displays a handle error message. To resolve the issue, the surgeon used a manual stapling device. There was no patient involvement. Medtronic's initial evaluation of the incident is that analysis of the logs showed fpga reprogram errors. The logs showed a memory fence error as well.